Manufacturer narrative:
(B)(4). We are currently in the process of retrieving further information. We will provide a follow up report upon completion of our investigation.

Event description:
A husband of a patient from a hospital in (B)(6) reported that the tubing of an opt944 nasal cannula was torn during use, leading to loss of therapy. No patient consequence was reported.